Event description:
As reported by the user facility (customer letter): info was provided by (B)(4) b. Braun medical ltd. Please find details of a perfusor space which has been reported by staff over infusing. At approx 2 am on (B)(6) 2011 the syringe driver with a 10ml bd plastipak syringe was set up to 8.6ml per hour with an 8.6 vtbi. The staff noted that the syringe driver alarmed after approx 26 mins, when they checked the pump the syringe was empty. The screen had the following info rate: 8.6ml/h, vtbi 4.77ml, time 0.34h: min. The staff confirmed the syringe was drawn up by one member of staff and checked by another member of staff.

Manufacturer narrative:
(B)(4). (B)(4) is submitting this report as the device importer on behalf of b. Braun (B)(4) (the manufacturer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The device is currently on shipment from (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.